Event description:
It was reported that testing shows channels with hi impedance gradually increased, and 4 channels present fluctuated hi impedance. The guardian reported that the patient hit the backside of his head with a fence half a year ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.